Event description:
It was reported that during a sigmoid colon procedure, the instrument did not fire at all. No further information available. No pt consequence. Case completed with same like device.

Manufacturer narrative:
Evaluation summary: the analysis found that the device was received with the firing mechanism damaged and with a cartridge loaded in the device. The cartridge was received fully loaded with staples. No functional test could be performed with the device. The device was disassembled to verify the condition of the internal components and the firing trigger teeth were found damaged. The returned cartridge was loaded into a test device and it fired, cut and formed all the staples as intended. Although no conclusion could be reached on how the device got damaged, it should be noted that at least a 100% inspection takes place during manufacturing to ensure the device meets the required specifications. In addition, a sample of the batch is inspected at fgqa. We have documented the circumstances as they were reported to us. In addition, complaint information is trended on a regular basis to determine if further investigation is warranted. A batch record review was performed and no anomalies related to the event description were found during the manufacturing process.